Event description:
(B)(4). Reason for original complaint - patient fell and stem broke. Update (B)(4) 2012 - the complaint was reopened to address the reported infection. Product pages for the cup, liner and head were added. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. The head and liner are now being reported.

Manufacturer narrative:
This complaint was investigated and closed in the previous complaint database (B)(4). The following information has been added to the complaint; however, does not affect the investigation (head and liner now reportable). It has been transferred into etq reliance only to submit a supplemental MDR. The investigation resides on (B)(4) in the previous complaint database. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).